Event description:
Information received that the left siderail was not latching. No injury reported.

Manufacturer narrative:
Technician found the left siderail was not latching due to broken end tube. Replaced end tube to resolve this issue. Bed located on third floor.